Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasion was noted at 7.5-7.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 38.6-38.9cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 16.3-18.6cm from the distal tip. Internal insulation abrasion was noted at 11.0-12.4cm, 14.5-15.7cm, and 32.9-33.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.